Event description:
During an attempted novasure endometrial ablation procedure, the physician had difficulty seating the device followed by a failed cavity integrity assessment (cia) test. The procedure was aborted as the physician suspected a perforation. A hysteroscopy was performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. Based on the information obtained to date, no direct correlation can be made between the reported events and the novasure system. If additional relevant information is rec'd, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).